Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the endoscopic image was intermittent. The customer was using the dvi output terminal to display the endoscopic image on a non-olympus monitor. The user switched the output terminal from dvi to sdi and the issue was solved. The user completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc was informed that the same failure occurred again in a procedure on (B)(6) 2020. A field service engineer visited the user facility to evaluate the device and could not find any fault. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, it is likely that the event occurred due to the failure of the dvi cable or its connector.